Manufacturer narrative:
Unit had battery cap minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing o-ring (reservoir tube), cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged and had a piece broken off. Customer reported that another piece breaking off would prevent the reservoir from being held into place. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.